Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The reporter indicated use of an unapproved viscoelastic/delivery system combination. Additional info was requested on 01/04/2010 by email. A completed questionnaire was received on 01/13/2010.

Event description:
A surgeon reported three pts experiencing poor night vision following intraocular lens (iol) implant surgeries. A yag laser was performed for this pt. An unapproved viscoelastic was used during the implant surgery. In a follow-up, it was reported that the event has resolved and in the surgeon's opinion, the device did not cause/contribute to the event. There are five medical device reports associated with this event. This report is for the third pt.